Event description:
It was reported that pump battery would not charge and pump displayed power source alert before customer contacted support. There was no reported impact to the customer¿s blood glucose level. Customer changed supplies and pump resumed charging.